Event description:
It was reported by svc report that the bed would not go down all the way. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: potentiometer limits.